Event description:
On 04-feb-2026, a sales representative reported via (B)(4) that the ar-8741-40 beveled ft t10 hexalobe driver fragmented upon insertion of the beveled screw, the fragments were wedged in the screw and soft tissue and the fragments were retrieved. Another driver was used to finish the insertion, but it impacted the degree of fixation for the screw with a delay of 40 minutes to the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.